Manufacturer narrative:
Age at time of event: over 60 years old. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on balloon and insufficient stent apposition occurred. The target lesion was located in the right common iliac artery. Following the advancement of a 0.018 guide wire and a non-bsc guiding sheath, an 8.0x30x75cm express&#59404;d iliac / biliary stent was advanced to treat the lesion. However, the stent moved on the balloon while passing through the guiding sheath. The physician was able to deploy the stent but as a result of the stent moving on the balloon, only 20mm of the stent was deployed and 10mm was unable to deploy. The physician then post-dilated the stent with a 7 x 2 x 135 sterling balloon catheter. No further patient complications were reported.